Manufacturer narrative:
The event occurred in (B)(6).while this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
Trainer alleges a defective display on the pump. No adverse eventreported. Requested return of the alleged pump for evaluation and replacement was sent.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.